Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the distal tip bond and extending approximately 80mm proximately across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure.